Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, implanted: (B)(6) 2010, product type: extension. Product ID: 3387, implanted: (B)(6) 2006, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient felt shocking in his feet in (B)(6) of 2014. He went to see his healthcare provider (hcp) and was found up high, so the stimulation was lowered. The patient then had a loss of therapeutic effect three to four months prior to the report. He was still ¿freezing¿ and he did not notice a therapy difference when the battery was full verses low. There was no known accident or incident related to the event. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.